Event description:
It was reported that this right ventricular (rv) shock lead was surgically abandoned due to low pacing impedance measurements and noise with oversensing caused by an unknown lead issue. Another rv lead was successfully implanted. No additional adverse patient effects were reported.